Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as a rash between the rear therapy electrodes. The patient consulted a physician who provided a cream. It was reported that the irritation had since healed up.